Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Event date is estimated. Unknown which lead was replaced; therefore, both are reported. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report number:3006705815-2020-30605. It was reported patient experienced lead migration. As a result, patient underwent surgical intervention wherein one lead was replaced. Postoperatively therapy was restored.